Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was an odor that smelled like plastic burning. It was also reported that there was smoke coming from the handle. The suction/irrigator battery felt hot to touch. Although there was patient involvement, there was no harm to the patient. There were no reports of adverse consequences or surgical delay.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: 1. Insulation melting, 2. Excessive cauterization, 3. Power set too high, 4. Manufacturing/assembly error, 5. User misuse or overuse, 6. Re-use of disposable device in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation.

Event description:
It was reported that there was an oder that smelled like plastic burning. It was also reported that there was smoke coming from the handle. The suction/irrigator battery felt hot to touch. Although there was patient involvement, there was no harm to the patient. There were no reports of adverse consequences or surgical delay.